Event description:
While activating an electrosurgical handpiece against a pair of metallic forceps, the physician received a burn from the electrosurgical handpiece.

Manufacturer narrative:
This is the first of two incidents reported by the user-facility. During a 'c-section' the physician activated an electrosurgical handpiece against a pair of metallic forceps that were held by another physician. The physician holding the electrosurgical handpiece stated the shock received came from the handpiece itself. The physician had to receive medical intervention in the form of burn cream. Both the generator and two handpieces were sent back for evaluation. All products returned met manufacturing specifications and performed as intended. At this time, the root cause is unknown. As the physician received medical intervention, this incident is being reported to the f.d.a.